Event description:
Patient treated with anodyne infrared photo. Treatment protocol followed with inspection of the skin area to be treated. The next day, patient came to the pt department and stated, that he had a burn on his skin where the treatment was given. The area showed a skin tear and a red area measuring 4 x 2.5 cm. The area was inspected and treated by the wound care nurse. Patient instructions given.